Event description:
Information received from the field notes that telemetry could not be established and the device could not be interrogated and there was no magnet response on an ECG. The patient is not pacemaker dependent and was not sympto- matic.